Event description:
On 11/9/2021, it was reported by a sales representative via email that an ar-3602 fibertak inserted tip broke inside the patient after the suture anchor was implanted. This was discovered during a labral repair on (B)(6) 2021. Surgeon was able to retrieve all broken fragments from inside the patient, flushed the area, and the fibertak suture anchor remained in place successfully.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to excessive force during use.